Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was discovered on an unknown date that a plate broke post operatively. This report is for an unknown screw. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was explanted on an unknown date in 2013. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: based on the topography of the fracture surface, we can conclude that the implant was subjected to low and partly moderate dynamic bending loads (one sided). Constantly alternating loads (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of 1/3 tubular plate 3.5. The plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. We found no evidence of material or manufacturing defects.

Event description:
The investigated 1/3 tubular plate 3.5 was used for an arthrodesis of the right hallux because the patient was suffering from a hallux rigidus (stiff big toe). The implantation of the plate was carried out on (B)(6) 2013. After the patient felt pain she returned to the doctor and the taken x-ray showed the broken plate. A revision surgery was performed on (B)(6) 2013. Thereby the broken 1/3 tubular plate 3.5 was removed and replaced by means of a new 1/3 tubular plate.